Manufacturer narrative:
The pump had a button error alarm due to the corroded keypad trace. There was no scrolling numbers display anomaly noted. The pump was received with a minor scratched display window, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, and a peeling off address/serial number label. (B)(4).

Event description:
The customer reported via phone call that she has a button error alarm on the insulin pump. Customer's blood glucose was 60 mg/dl at the time of the incident. Customer was sitting down and treating her low blood glucose. Customer was lifting objects and may have leaned on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.